Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported one of the leads had migrated, so the physician opted to replace the lead. The pt received effective stimulation postoperative. It was reported the explanted lead would not be returned.